Event description:
International customer reports that a pt eviscerated five days following a right colectomy for colon cancer. The pt was returned to surgery for repair.

Manufacturer narrative:
H6: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.